Event description:
Related to MFR report # 2183959-2012-00330. The pt was implanted with a miniarc sling system on (B)(6) 2010. It was reported the pt experienced pain and suffering, emotional and mental distress, bladder infection, and permanent injury. The pt continued to experience recurrent prolapse, difficult bowel movements, bladder outlet obstruction, and catheterization.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.